Event description:
Additional information received noted there was not enough fluid to fill cylinders.

Manufacturer narrative:
This follow-up is created to document the conclusion of the evaluation. A titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the longer pump exhaust tube. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on all pump tubing. Testing revealed these to not be sites of leakage. Surface abrasion was noted on all pump strain relief and pump tubing, cylinder 1 exhaust tubing and reservoir inlet tubing. No functional abnormalities were noted with cylinder 1, cylinder 2, or the reservoir. Based on examination of the returned product, quality concluded that while in-vivo all pump tubes had overlapped and abraded against each other. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the longer pump exhaust tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, the device will not completely inflate. The pump compresses and does not rebound after several pumps. No visible cracks in the tubing were observed. The reservoir did not have enough fluid. Another inflatable penile prosthesis was implanted.